Event description:
The following has been reported: fk director of implementation stated : spin lock on distal end of ivenix tubing does not always stay "locked" onto ICU medical spiros connector (so it can disconnect); could cause chemo exposure risk. No report of patient harm. There were no specific instances of leaking reported. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to incorrect design of the rotating luer lock or it being defective. Another probable cause could be an incompatibility with accessories. The current process controls detection includes post sterilization sampling final inspection.